Manufacturer narrative:
(B)(4).

Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: after firing, the stapler did not fire completely. The knife blade was only fired 3/4 of the way. The surgeon had to remove the reload by using electronic device to cut it off. No reinforcement material used in conjunction with the stapling device.